Manufacturer narrative:
A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Device was manufactured on 06-sep-2018 and installed at the customers site (B)(6) 2019. A lumenis service engineer visited the site after the reported event and examined the device. The engineer found the system in a working condition, checked and confirmed that the lens were not damaged, cleaned and calibrated the optical path, and found that the second 45° mirror was about to be damaged. The 45° mirror was replaced as a preventive measure. After reconfirming its operation, the engineer returned the system to the facility in working order. The system was not the cause for the subject event. A review of system risk files found the risk of optical misalignment or optics damage ((B)(4) risk # (B)(4)) which has the potential to lead to ineffective treatment which may require prolonged operation or re-operation. The risk likelihood has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. A review of subject labeling, ((B)(4) versapulse powersuite op manual) revealed in the laser preparation section what needs to be done prior to using the system. It reads " you or the nursing staff at your facility will perform the daily maintenance routines associated with the laser and any delivery systems used during surgery, including inspecting and cleaning the laser and delivery systems; connecting, disconnecting, and sterilizing the delivery systems; and verifying the aiming beam integrity" and "if your scheduled surgical procedure requires disposable delivery devices or accessories, it is helpful to have extra items ready and available in the treatment room should they be needed to complete a procedure". Lumenis contacted its foreign user facility in order to collect more information regarding the reported event. According to the reporter the laser system was operational and the procedure was stopped because the user had only two optical fibers of the same type. Therefore there is no need for a corrective action. Fibers are consumable products, it is the common practice that hospitals will maintain more than one fiber. Using a number of fibers in the same case is not an unusual scenario but rather part of the routine care where patient anatomy and treatment targets may change throughout the procedure and will require different fibers and approaches. Therefore, change of fiber, that did not cause serious injury such as delayed procedure/canceled procedure/use of alternative device etc, is not a reportable event in vast majority of the cases." In the reported case, the event did not cause or contribute to any change in the patient's condition, although this is a known risk which is clearly documented in the product information and quantified in the technical documentation and is subject to trend reporting it is uncertain if the user facility had to use the alternate method as intervention to prevent permanent damage. In an abundance of caution, lumenis is reporting this event to the FDA. Lumenis regulatory response to lumenis china for the chinese authorities is enclosed below. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
Lumenis received a foreign user facility submitted cfda report ((B)(4)) on (B)(6) 2021 regarding an event that allegedly happened on the (B)(6) 2021. During a laser lithotripsy stone procedure in which a lumenis versapulse powersuite 60w laser system was being utilized, the fiber was damaged and replaced, the second fiber was damaged too. Because the user had only two optical fibres of the same type, the procedure was complete by an alternate method which led to a longer operation time. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.